Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported they got several insulin flow blocked alarms. The customer declined to run high pressure test. Has received no delivery alarm. She keeps getting insulin flow blocked. She has had blood glucose in the 500mg/dl all weekend long and this morning she got the block again. Patient's current blood glucose was 426 mg/dl. The customer had nausea. Based on customer report customer does not allege pump was under delivering. The customer declined to run high pressure test. She will treat outside of her pump. The insulin pump will not be returned for analysis.